Manufacturer narrative:
The reported event was lead dislodgement. Visual examination found the helix was retracted and clogged with blood/tissue. After cleaning the helix could be extended and retracted by applying torque to the connector pin, the full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.

Event description:
It was reported that the following day after implant that the atrial lead was dislodged. The physician elected to explant and replace the atrial lead. The patient condition was stable.